Event description:
The infusion pump was received at a service facility with a note stating "when trying to run a secondary piggyback, the primary was running at the 2nd rate at primary". No add'l info was able to be received. No pt injury was reported.